Event description:
The customer reported to the (B)(4) event report that when attempting to attach an unknown epinephrine tubing to an unknown 3-way stopcock, product code unknown, lot number unknown, the end of the stopcock broke off. The event type of the report was "injury" and the event outcome of the report was "life threatening". There was no detail as to what the life threatening injury was. No additional information was available.

Manufacturer narrative:
The facility information was not provided in the maude report; therefore no further information can be obtained. (B)(4)

Manufacturer narrative:
There is an ongoing CAPA investigation, (B)(4) associated with this report. (B)(4).